Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that the rms values obtained were due to the robot marker placement that did not entirely match the image markers. The image markers could have been redefined if the user saw that there was a gap on the 2d views. The technical root cause was determined to be an use error that caused or contributed to the event.

Event description:
The clinical representative (cr) assisted the surgeon for an rns case on (B)(6) 2020. Around 9:30am eastern time, the first of three marker registration attempts with bone fiducials (5 total fiducials) was started. The first rms value for registration was slightly above 1mm. The cr noticed that the contrast of the bone fiducial scan might not have been correct, which would have lead to the marker points chosen to be incorrect. The contract was adjusted, and the marker points were adjusted. After another attempt, the rms value was still slightly above 1mm. The marker points seemed to be correct, and no jumping of the pointer probe tip within the bone fiducial was noticed. The surgeon also made sure that none of the fiducials were loose, and none of them were. The third attempt was taken, making sure everything was correct for registration, and again the rms value was slightly above 1mm. The surgeon stated that this has never been a problem, and they wanted an investigation done as to why the rms was continuously slightly above 1mm. The surgeon accepted the rms for the final attempt (1.18mm) and moved forward with surgery. The patient was under anesthesia and no incision was made yet. The total delay was less than 30 minutes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The clinical representative (cr) assisted the surgeon for an rns case on (B)(6) 2020. Around 9:30am eastern time, the first of three marker registration attempts with bone fiducials (5 total fiducials) was started. The first rms value for registration was slightly above 1mm. The cr noticed that the contrast of the bone fiducial scan might not have been correct, which would have lead to the marker points chosen to be incorrect. The contract was adjusted, and the marker points were adjusted. After another attempt, the rms value was still slightly above 1mm. The marker points seemed to be correct, and no jumping of the pointer probe tip within the bone fiducial was noticed. The surgeon also made sure that none of the fiducials were loose, and none of them were. The third attempt was taken, making sure everything was correct for registration, and again the rms value was slightly above 1mm. The surgeon stated that this has never been a problem, and they wanted an investigation done as to why the rms was continuously slightly above 1mm. The surgeon accepted the rms for the final attempt (1.18mm) and moved forward with surgery. The patient was under anesthesia, and no incision was made yet. The total delay was less than 30 minutes.